Event description:
Ous MDR - after an implant duration of about 36 months, inappropriate shocks were reported. The implant and explant dates were not provided. No other adverse pt side effects have been reported. The device was explanted.